Manufacturer narrative:
The customer¿s complaint that the pump module was unusually loud during an infusion was confirmed in this investigation. Review of error and event logs shows no errors or malfunctions relevant to customer¿s complaint. Initial sound testing of returned pump module using a sound level meter found the returned pump module to have a slightly higher level of noise in decibels than the lab pump module. Auditory observation confirmed a rotational noise in the returned pump module that was not exhibited by the lab pump module. However, it should be noted that there is no available specification for pump module noise. Internal inspection found no physical issues with the pumping mechanism assembly. The manufacturing date of the bezel was confirmed to be may 2006. Device history review shows that customer¿s device is over 14 years old, which may be a contributing factor to the noise being exhibited. Note: the pumping mechanism was disassembled during internal inspection and will be replaced by bd service. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one-time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Noisy during infusion. Noisy - mechanism assy. Cracked housing - iui. It was reported that the pump module was unusually loud during an infusion. There was no patient involvement.